Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary packaging of the twelve (12) clearlink solution administration sets presented damage. This was identified during product condition and prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of two of the samples were provided for evaluation. Visual inspection on the returned sample photo revealed damaged packaging. The reported issue was verified. The cause of the condition was due to a manufacturing issue. The other 10 devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.